Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue (e218 error) was caused due to stain and other on the electric contact of the system. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the endoeye flex deflectable videoscope displayed an e218 error after being connected for 30 seconds. The customer cleaned and wiped the device; however, the issue persisted. The customer attempted to use the device the following day and the issue was unable to be reproduced. The event occurred during a therapeutic laparoscopic inguinal hernia procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.